Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip noted during visual inspection. No button response due to open j2 connector on lcd board. The insulin pump was monitored and all operating currents tested within spec range. No blank display noted. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not able to resolve the issue. Customer stated that they tried multiple batteries and pump would not turn on. The device was returned for analysis.